Manufacturer narrative:
The insulin pump had unresponsive buttons due to unlocked connector at liquid crystal display board. No further troubleshooting possible due to button anomaly. The insulin pump was received with loose/flush drive support disk, cracked case at display window corners, battery tube threads, severely scratched liquid crystal display window and missing end cap sticker.

Event description:
Customer's wife reported that the insulin pump's act button was unresponsive. Caller also reported that the insulin pump returned a no delivery alarm. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.